Manufacturer narrative:
The pad-pak was first installed successfully on the 9th february 2010 and performed to specification up to the 12th july 2015. During this time a new pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 16th july 2015 and the last log entry on the 17th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.